Event description:
The customer reported that a lower than expected b-type natriuretic peptide (bnp) result was generated on a synchron lxi 725 system for one patient sample. The issue was identified during customer troubleshooting to address intermittent cortisol, thyroid stimulating hormone (tsh) and bnp instrument quality control failures. No patient results were associated with the cortisol and thyroid stimulating hormone (tsh) qc failures. The erroneous bnp patient result involved in this event was tested in parallel with the failing bnp qc results. Upon repeat testing of the patient sample on an alternate access 2 instrument, a higher bnp result above the normal reference range, was generated. A corrected report was issued. The initial bnp result was reported outside the laboratory and the patient was given "fluids' by the nurse due to the initial low bnp result. The fluids were discontinued once the corrected result was received by the nursing staff. The bnp sample was collected in an anticoagulant plasma tube.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the ultrasonic printed circuit board, fluidics tubing and transducer and verified alignments and voltages. The instrument was returned into service after completion of the necessary and verified repairs. Hardware failure was identified as the root cause of this event.